Manufacturer narrative:
Physio-control determined that the system pcb caused the reported issue. The device could not be repaired and so the device was returned to the customer unrepaired.

Event description:
The customer contacted physio-control to report that their device was stuck on the manufacturer's page, running the self test. This is an indication of a failure to fully power on, and in this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. The device would not complete the power up cycle. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was stuck on the manufacturer's page, running the self test. This is an indication of a failure to fully power on, and in this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.